Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. It was noted the patient had nerve damage and noticed an increase in pain. It was unknown when the patient¿s symptoms or event occurred. The manufacturer¿s representative (rep) did reprogram the patient when they met with them at the healthcare provider¿s office. The patient called back later and stated that therapy stopped working in 2011 and he started having a burning sensation in his legs, lower back, and groin area and all of the doctor¿s the patient had been to told him it was coming from the implantable neurostimulator (ins). He also started to experience an increase in pain or decreased therapeutic effect on (B)(6) 2011. The reason the patient was implanted with their device was for nerve damage. When he spoke with his healthcare provider (hcp) about the loss of therapy he said it was a progression of the nerve damage. The burning pain did not go away if stimulation was on or off.